Manufacturer narrative:
Corrected data: additional data: device evaluation: lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the haptic broken. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, 10.00 diopter, implantable collamer lens was implanted into the patient's right eye (os) on (B)(6) 2018. The lens tore/broke during injection/delivery into the eye. On (B)(6) 2018 the lens was explanted and a replacement lens was later implanted. This resolved the problem. It was reported that there was no patient injury.